Manufacturer narrative:
(B)(4). The customer called with a request to trace the user who may have turned the alarms off. No pt harm was reported. There is no indication of a device malfunction or labeling issue. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer called with a request to trace the user who may have turned the alarms off. No pt harm was reported.